Event description:
It was reported that a user experienced difficulty with the ilet pump wake button, missed a meal announcement as a result, and then experienced hyperglycemia followed by hypoglycemia; the agent guided a device restart and provided troubleshooting and education, including meal announcement guidance and use of oral glucose. Symptoms included user awareness of low glucose. Outcomes included transient high glucose up to about 400 mg/dl for approximately 2¿3 hours treated by the corrective algorithm, and a low to 60 mg/dl treated with juice, without outside assistance or medical intervention. Investigation included remote troubleshooting and user education regarding device operation and meal announcements. Investigation of this case revealed a user-interface performance concern related to the wake button and a use-related issue of a missed meal announcement that contributed to out-of-range glucose. It was concluded, based on previously established findings for similar reports, that the cause was use error associated with a missed meal announcement combined with a suspected device button malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.